Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hepatic dysfunction, stroke, and death, that may be associated with the use of the heartmate (hm) 3 left ventricular assist system (lvas). Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the left ventricular assist device (lvad) was placed on (B)(6) 2023, and pump speed was set to 4800 rotations per minute (rpm). Post-operative echocardiogram showed good right ventricle function. The patient's implantable cardioverter-defibrillator (ICD) was reactivated. Lvad speed was increased to 4900 rpm on (B)(6) 2023. Neurology exam showed right-sided flaccid, resulting in a head computed tomography (CT) scan. The scan showed signs of acute infarction in the left basal ganglia and periventricular white matter, as well as chronic left parietal infarction. Per neurology consult, the patient was out of the window for intervention. Repeat CT on (B)(6) 2023 was negative for hemorrhagic conversion. Blood pressure goal was adjusted, and a nitroprusside drip was added as needed. A feeding tube was also placed. Electroencephalogram (eeg) and transesophageal echocardiogram (tee) on (B)(6) 2023 were without an embolic source. Right upper quadrant (ruq) ultrasound (us) was performed on (B)(6) 2023 for transaminitis. A hepatobiliary iminodiacetic acid (hida) scan was performed on 27aug2023 and was negative. Diuretics were decreased and coumadin (warfarin) was held on (B)(6) 2023. The patient was extubated on (B)(6) 2023 and weaned to room air. The patient was noted to be non-verbal with dense hemiplegia. From (B)(6) 2023 through (B)(6) 2023, multiple discussions were held with the patient's family who raised concerns with the patient's medical wishes not being in alignment with continued aggressive measures due to deficits from stroke. The patient's status was changed to do not resuscitate (dnr) on (B)(6) 2023 and the decision was made to pursue hospice care. While awaiting the hospice information visit, the patient suffered a bradycardia arrest with cessation of lvad flows and comfortably became apneic. On exam, pupils were fixed and dilated. There was no spontaneous respiratory effort and no carotid pulse. The patient was pronounced deceased on (B)(6) 2023 at 10:15. The device operated as expected and the patient's death was not considered to be device-related.